Event description:
Additional information received noted that the patient presented for a lead replacement procedure on (B)(6) 2020. Testing of the right ventricular lead noted high impedance and no capture. The lead was capped and replaced. The patient was fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high pacing lead impedance and high pacing thresholds. As the change in impedance and capture was gradual and was not accompanied by any noise or corresponding high voltage impedance shifts, it was believed to be the result of a physiologic change at the lead tip. X-ray testing was done on (B)(6) 2020, and the results were normal. No lead damage was seen. A computed tomography scan was done on (B)(6) 2020, but the results were not available. The patient presented in clinic for a device check. Upon investigation, the lead failed to capture at 5v, and the lead discrimination channel was noted with a very large amount of artifact while running isometrics and without isometrics. The device was reprogrammed. The patient was stable.